Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the sensor for a new insulin pump. Customer stated that he was receiving a cal error. Customer's blood glucose level was 181 mg/dl. Customer also stated that his sensor glucose was 60 mg/dl when the blood glucose level would say 120 mg/dl. Customer was advised that two consecutive calibration errors will lead to a change sensor alert and the sensor will need to be replaced. No additional information provided;.